Event description:
It was reported that the customer received a motor error alarm and two no delivery alarms. The customer was disconnected from the insulin pump and pressed the act button when she received the alarm. The customer's blood glucose was 162 mg/dl. The customer changed the infusion set. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.